Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the implant had moved significantly since implant. The patient stated it would take a while for anything to connect. They reported that last tuesday, they met with a representative (rep) and they adjusted the ins, and it had not worked since. The patient stated the device could not find the ins. They noted they could feel the battery internally. Product services (ps) tried to walk the patient through pairing, however, it kept saying it could not find the battery. No symptoms were reported. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the rep had seen screen 50. The rep stated they had been working through the recharging protocol for almost an hour. The rep was instructed to position the recharger over the implantable neurostimulator (ins) and try again, which resolved the issue. The rep noted the ins was superficial, but would ¿slosh¿ in the pocket. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that as of (B)(6) 2018, the device was charging appropriately following the appointment. It was noted that the patient wanted no intervention on the battery at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative stated that they had no further information regarding the event. They noted that someone was meeting the patient on (B)(6) 2018 for reprogramming. No further complications were reported or anticipated.